Manufacturer narrative:
Citation: kleczynski p, et al. Inpatient cardiac rehabilitation after transcatheter aortic valve replacement is associated with improved clinical performance and quality of life. J clin med. 2021 may 14;10(10):2125. Doi: 10.3390/jcm10102125. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the clinical performance and quality of life changes in patients undergoing transcatheter aortic valve replacement (tavr) scheduled directly to inpatient cardiac rehabilitation compared to those who were discharged home. All data was retrospectively collected from a single center registry between january 2017 and march 2018. Of the 105 patients included in the study population (predominantly female, mean age 80 years), 64 underwent tavr with the medtronic evolut r. No unique device identifier numbers were provided. Among all patients, approximately 8 all-cause deaths occurred during the 12-month follow-up. No statement was made suggesting a causal or contributory relationship between evolut r and the deaths. Among all patients, adverse events included: bleeding complications requiring blood transfusion; and need for permanent pacemaker im plantation. Evolut r may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.